Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 130mg/dl. The caller stated that the insulin pump alarmed during the manual prime process, and insulin kept coming out. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk.